Event description:
Pt was using their efix system. Both wheels and joystick were removed from wheelchair, battery was plugged in and left in battery pouch. Power harness door was accidentally left open. Power harness started melting after a short circuit.